Event description:
Reporting lasik surgery. I currently experience corneal neuropathy causing dry eye, eye pain, eye itching, eye pressure feeling, light sensitivity, air movement sensitivity, dry air sensitivity, difficulty with electronic screens, severe halos at night, and very severe starburst. I have developed post-lasik corneal ectasia: my cornea is uneven and bulging out, leading to horrible distorted vision. It is the cause of irregular astigmatism in both eyes. It is progressive, so it will get worse as I get older. I'm only 30 years old and my life is now a nightmare. I am unable to do many activities I used to have no problems performing. I need to use multiple prescription medications and otc treatments. The possible side effects were not adequately explained prior to my procedure. After the procedure I found out I had various factors that increased my risk for complications such as large pupils, and no longer able to tolerate contacts. The post procedure care was inadequate. I had filled the prescriptions they had requested. No information about needing otc artificial tears and night ointment was prescribed. When I started to complain about the outcomes, the lasik clinic brushed them off and asked me to be patient; 4 years later, everything is worse and they have kept downplaying and ignoring my deplorable outcome. Future lasik patients should be better informed of the risks and complications more deeply prior to undergoing an elective procedure with life changing complications. These are only two of countless eye exams I have done over the last three years.